Manufacturer narrative:
System restarted; no root cause identified. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy was unavailable due to a system error, resolved after multiple restarts on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.